Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 3x22mm, eccentric, de novo target lesion containing a lesion bend of between >45 and <90 degrees was located in the moderately tortuous and moderately calcified mid right coronary artery(rca). Following pre-dilation of the target lesion with a 2.5x20mm balloon which resulted to 75% residual stenosis, a 3.00x24mm promus element ¿ drug-eluting stent was advanced to treat the target lesion. However, the physician encountered difficulties advancing the stent. The physician then removed the device and noticed that the tip of the metal stent was deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.